Event description:
Medtronic received information that pump error 63 occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w ver. 4.10e. Retainer ring = clear. The unit p-cap / test reservoir locks in place properly. The pump passed the displacement test and self test. However, pump error 63 alarm confirmed in pump history file due to a software anomaly. Date and time (07/12/2021 20:48:27.000). The pump was received with a cracked case (battery tube) and cracked battery tube threads.